Event description:
Mdt rep (B)(6) sent a response stating that lead sn (B)(6) was previously capped at last change out due to chronic af. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).